Manufacturer narrative:
The reported "air leak by the handle during reprocessing" was not confirmed as the scope passed leakage testing; also no fluid invasion was observed. The peeled off or cracked adhesive at the distal end forceps cover was potentially due to impact to a hard surface or object. Additionally, the bending section cover adhesive was cracked and the ultrasound image has multiple broken elements. The endoscope was repaired and returned to the customer. There are no previous service records as the scope was purchased 27, july 2020. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A customer evis exera ii ultrasound gastro-videoscope was returned for service due to a report of an "air leak by the handle during reprocessing". However, upon inspection and testing, the reported endoscope was found to have peeled off or cracked adhesive malfunction at the distal end forceps cover. No patient involvement was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The manufacturer determined that the phenomenon occurred because external force was applied to the relevant part by strongly rubbing it during the daily use including re-processing. As stated on the IFU (instruction for use) and as a preventive measure, the user manual indicates to inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The legal manufacturer will continue to monitor the field performance of this device.